Event description:
Boston scientific crm received information that a shocking impedance greater than 125 ohms was detected for this device. It was noted that shocking lead impedance measurements were trending up since implant and may represent either a lead problem or a connection issue. A technical services consultant recommended bringing the patient into the clinic for review. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Subsequently, a latitude red alert was issued for a high shock impedance measurement. The patient was brought in clinic, where shock impedance measurements were found to be in the 80-110 ohm range, and pacing impedance measurements near 1300 ohms. With the shock vector programmed coil to can, some shock channel noise was observed when attempting isometrics. The shock vector was reprogrammed to a triad configuration, and shock impedance measurements dropped to the 66-70 ohm range. No noise was observed when aggressive isometric maneuvers were performed, and the shock electrogram was normal in appearance. Available information suggest that this device and rv lead remain in service with the shock vector reprogrammed in a triad configuration. This event will be updated if any additional information becomes available.